Event description:
Same case as 1527460-2010-00202. The complainant reported an under-delivery. The intended amount was 360ml at a rate of 65 ml/hr over a time frame of 5 hours. However, the actual amount delivered was 60ml via measurement of graduated baby bottle. Information received on (B)(6), 2010, indicated a new feeding set was used at the time of the event.

Manufacturer narrative:
(B)(4): the device reported, list number 00507, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00507, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.